Event description:
During a periodic manufacturer's programming history review, a high impedance event was seen for a patient's device. No known surgery has occurred to date. No additional relevant information has been received to date.